Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh were implanted concurrently with anterior repair, posterior repair and sacrospinous fixation due to sui, rectocele and cystocele. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2009 and (B)(6) 2012 due to erosion. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-16073. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal stricture.

Event description:
It was reported that following insertion the patient experienced vaginal stricture.